Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# v501927, implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient had colon polyps and rectal bleeding. It was noted, the patient had a colonoscopy with partial polypectomy on 2012 (B)(6) and 2012 (B)(6). It was reported, the event was ongoing. It was reported the patient had another colonoscopy with partial polypectomy on 2013 (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
Review of this MDR and/or additional information received shows the event was not related to the patient's device, therapy, or implant procedure. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. No additional information will be sent on this event.